Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Further review of the log files from the heartmate 3 system controller (serial number (B)(6)) were reviewed. The controller event log file and left ventricular assist device (lvad) event log file captured a system controller exchange on (B)(6) 2025. It was later reported that the system controller exchange on (B)(6) 2026 was due to damage to the screen of the controller.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of damage to the screen on the heartmate 3 system controller, could not be confirmed. The heartmate 3 system controller (serial number unknown) was not returned for analysis, and no photos of the damage were submitted. A review of the submitted log files from the controller with serial number (B)(6) revealed a controller exchange occurred. Log files from the controller for this event (serial number unknown) were not submitted to review. It was reported the controller was exchanged due to damage on the screen. The root cause for the reported damage to the controller screen could not be conclusively determined through this analysis. The device history records for the heartmate 3 system controller could not be reviewed as the serial number of the controller was not provided. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. The IFU section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.